Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had normal white image of the gauze when outside but as soon as it enters the body, the image of white gauze turns red and the white insulating blocks of the electric hook and other instruments also turn red. The issue was found during reprocessing. There were no reports of patient involvement.